Event description:
Tried to self-test 4-5 times and device failed. Tried with a new disposable device and it passed with the same cord and machine.

Event description:
Tried to self-test 4-5 times and device failed. Tried with a new disposable device and it passed with the same cord and machine.